Event description:
The customer reported that when the processor board was uprgraded, the pacing option was not re-activated. Therefore, the unit was unable to pace. There was no report of patient involvement.